Manufacturer narrative:
Visual and microscopic review confirms the instrument is broken several threads down from the distal tip of the threaded rod. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. There is a slight angulation that correlates to the direction of the river lines indicating a bending moment. These observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: oblique lumbar interbody fusion (olif). Pre-operative diagnosis: degenerative disc disease. Levels implanted: l4-l5. It was reported that intra-op, the tip of inserter was broken while cage implanted partially. The broken fragments were retrieved. The device came in contact with the patient. No patient complications were reported due to this event.